Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a planned treatment procedure was performed when the issue happened. The procedure was completed after refilling the oil and restarting the system. The customer contacted the field service engineer (fse) for remote help, examined the system remotely and advised the customer to refill the oil and restart the system to complete the procedure. An onsite service was offered, but the customer refused it. The issue was temporarily fixed by adding oil and restarting the system. The customer asked a third party to check the system, with no details on the root cause or resolution. The engineer provided their analysis, but we can't confirm the system's status since the customer refused service. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.